Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization ((B)(6) 2019) for dyspnea and fluid volume overload. Per the discharge summary, the cause of the event was attributed to the patient missing (pd) therapy. Fluid volume overload is a common and often preventable process. Patient related factors, such as non-compliance, diet and comorbidities are all significant contributing factors. Based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as there is no evidence indicating a deficiency or malfunction is associated with these event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for lungs filled with fluid. Upon follow-up, the (pdrn) confirmed the patient was hospitalized; however, the patient was never diagnosed with fluid overload or ¿fluid in the lungs.¿ the (pdrn) stated the patient is fragile with chronic congestive heart failure, an ejection fraction of 20% and muscular dystrophy. The patient is wheelchair bound and is very anxious. The patient routinely contacts the on-call (pdrn) to troubleshoot alarms, however this time he did not. The (pdrn) and nephrologist feel the patient panicked when he incurred the cycler alarm(s) and called emergency medical services. Additionally, the (pdrn) stated the patient¿s anemia was found to be worsening. The patient¿s hemoglobin had declined from 10.1 g/dl in (B)(6) , to 8.2 g/dl in (B)(6), which likely contributed to the event(s). The patient had a preexisting hemodialysis (hd) catheter which was utilized during the hospitalization; however, there was no evidence of weight gain or other markers for fluid overload. A review of the discharge summary provided by the (pdrn) states the patient was admitted to the hospital with volume overload after missing dialysis. Patient underwent hemodialysis once and had some improvement of shortness of breath.